Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 between 6:50am and 7:00am. The reporter indicated the patient obtained readings of "500 and 200 mg/dl" with the subject meter, performed greater than 20 minutes of each other. The reporter informed the cca that the patient manages his diabetes with novolog (3 units) and nph (10 units) insulin. On the onset of the alleged issue, the reporter stated the patient decreased the amount of insulin he administered (amount not specified). By 12:45pm later that day, the reporter stated the patient was feeling weak and clammy. In response to the alleged symptoms, the reporter indicated the patient immediately self-treated with food and/or drink. According to the reporter, no other blood glucose device was used by the patient at the time the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.